Event description:
Related manufacturer reference number: 2017865-2023-50301. It was reported that the patient presented in clinic due to an arrhythmia. Device interrogation revealed loss of capture due to dislodgement while twiddling confirmed via x-ray on the right ventricular (rv) lead and the left ventricular (lv) lead. The physician elected to explant and replace the rv and lv lead. The patient was in stable condition.